Manufacturer narrative:
Add'l info will be provided once investigation is complete.

Event description:
It was reported that during a acromioplasty surgery, the aggressive cutter broke in the pt shoulder joint. It was further reported that the broken part hasn't been found and an x-ray is going to be scheduled.